Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was not resolved but no further action was to be taken.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that therapy stopped helping about 1-2 months or so after implant. Patient said that she made some adjustments however said that sometime afterwards, a month or so before april started experiencing shocking from waist down on both sides, more so on the right side. And at ins site. Patient said that she called and spoke to a representative, about shocking and was directed to turn therapy off and see a hcp to make sure it isn't a blood clot. Patient went to see pcp and had x-rays and was told that everything looked fine. Patient said that since stimulation that the shocking has subsided but not completely still feels some shocking on right leg/foot and at ins site. Patient said that pcp suggested patient have the system removed and sent a referral to another hcp. Patient said that she hasn't heard back yet from that office, said just left a message for them two days ago. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient services agent sent email request to local representative and patient said that managing hcp office is not responsive and difficult to work with. Towards of the end of the call, patient said that she knows of 4 other people that have had the exact same issues as her. When asked, patient declined to provide any details or patient names. Additional information was received from a manufacturer representative (rep). The rep reported that cause of the shocking was not determined and the patient has multiple back issues. She reported back and leg pain possibly sciatica. We turned off stim as a precaution to see if it relieved pain and office instructed her to see pcp for eval. Related pe¿s  (B)(4) for other reports of shocking.